Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked on an unknown date. It was reported that a hair was found inside the sterile package, but all sterile packaging seals were intact. There were no reported patient complications as a result of this event.